Manufacturer narrative:
Zimmer biomet complaint number (B)(4) a impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review was completed for the subject lot number (1235571). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235571) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. H3 other text : device not returned

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date not applicable. Explant date not applicable. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that when the doctor opened the implant box, there was no implant inside the inner box, it was empty. Doctor completed the procedure placing other implant in the same surgery.